Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported removal difficulty of the endurant delivery system was confirmed on the films received , but the cause of this event could not be conclusively determined. The reported vessel perforation, cardiac arrest and subsequent patient death could not be assessed. Lack of full pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Full angiograms showing the deployment, the events proceeding the tapered tip getting caught and the subsequent dislodgment and removal of the delivery system were not provided for a thorough analysis of the event. It is possible the severely angulated aortic neck may have contributed to the tapered tip becoming stuck on the supra renal stent. The physician reported that during the removal, the delivery system scraped against the blood vessel causing vessel damage. The risk of iliac artery injury potentially resulting in cardiac arrest and death, is believed to be associated with the effort and force required to remove the delivery system. Analysis of the returned films d ID not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that during removal, the vascular membrane was visibly pulled out to the puncture site. The physician stated that the delivery system scraped against the blood vessel, causing vessel damage. There was no significant external blood loss. It was clarified that cardiac arrest occurred after removal of the delivery system. A balloon was used to occlude the damaged ipsilateral common iliac artery to initiate the resuscitation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 79mm abdominal aortic aneurysm. The main body and suprarenal stents were deployed without issue, following the instructions for use. It was reported that after deploying the suprarenal stent, the physician attempted to recapture the spindle; however, this was unsuccessful, as the delivery system could neither be advanced nor withdrawn. It was suspected that the tapered tip was caught on the bare stents. Multiple maneuvers, including up-and-down and back-and-forth twisting, were attempted without success. The patient then reported severe pain , therefore, pain relief and a vasodilator medication were administered. Further attempts to release the tip from the bare stent segment were unsuccessful. A snare was introduced via the left brachial artery to grasp and pull the conical head at the stent's tip, enabling partial release of the tip from the bare stent segment. Attempts to rotate the rear handwheel and retrieve the tip in various directions were unresponsive. The handle was then disassembled using the handle disassembly technique to expose the rear handwheel operating slider. Forceps were used to grasp to attempt anterior-posterior movement, but initially it still wouldn't move. After a forceful pull backward, under fluoroscopic guidance, the tip was eventually retrieved into the conical head. Upon attempting to withdraw the retrieved tip, it became lodged at the proximal bare stent segment and could not be pulled down the procedure was converted to general anesthesia after discussion with the patient's family. Under general anesthesia, further attempts to retract the tip from the proximal covered stent segment were unsuccessful. The physician determined the proximal segment was smooth and the tip had been properly retrieved, and further traction was applied to extract the delivery system. It was said the delivery system spindle tube had been damaged due to a deformation of the spiral member. At this point, the patient experienced cardiac arrest, with unmeasurable blood pressure. Immediate resuscitation efforts were initiated but were unsuccessful after 40 minutes, and the patient died. The healthcare professional alleged a stent quality issue for the cause of the removal difficulties. Severe angulation of the aortic neck may have been a contributing factor, but the physician was uncertain whether this was the sole cause. It was stated that the cause of the cardiac arrest may have been due to a rupture of the iliac arteries . The endurant limbs had been implanted without issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c93ee, serial/lot #: (B)(6), ubd: 18-jul-2026, UDI#: (B)(4); product ID: etlw1613c124ee, serial/lot #:(B)(6), ubd: 28-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.